Manufacturer narrative:
Analysis: the details provided indicate that the stent was pulled back and got stuck at the end of the sheath. In image below the stent was damaged on the proximal end as it had been attempted to be pulled back into the sheath. The force of pulling on the catheter during the attempted removal caused the stent end rings to become lifted and deformed as well as the introducer sheath tip. The outside diameter of the stent was measured and was 2.5mm. This crimped stent diameter is indicative of a properly crimped stent and is in line with the diameters of the stents measured during the lot qualification testing that is conducted on every production lot of v12 catheters produced. To ensure the product functioned properly a .035 in guidewire was inserted and the catheter was prepped per the instructions for use. The balloon of the catheter was then inflated to recommended nominal inflation pressure of 8 atm as specified on the product label. The stent deployed properly but noticeable deformation of the proximal end of the stent was notice as it had become damaged during the process of attempting to pull the stent back through the introducer sheath. The balloon pressure was then increased to the rated burst pressure of 12 atm as specified on the product label. The balloon inflated properly and the stent opened normally. The balloon was then fully deflated and the balloon catheter withdrawn back through the 7fr introducer sheath without incident. The device was fully functional. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. The stent retention data provided in the device history records show that the stent securement exceeded 17 newtons or 4lbs. Conclusion: based on the passing results of the quality and performance testing, atrium medical cannot determine the cause of the complaint. Warnings and cautions: do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered. In some cases atrium has learned that the physicians sometimes pull the stent back too close to the sheath thus pushing the stent off the balloon catheter. In this case it appears that the stent was damaged rather than becoming loose on the balloon.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician advanced the stent to the target iliac artery. He pulled it back a little to position it and it got stuck on the beginning of the sheath. The stent and the sheath were pulled out together and a new sheath with a new stent were used. No injury to the patient.